Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 1, repeat = 2.9, 2nd repeat = 3.2. Therapeutic range unk; same finger used; finger is milked. Technical svc rep reviewed proper sampling technique and stressed the importance of using a different finger for each test.

Manufacturer narrative:
Investigation pending.